Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a detachable coil. According to the customer: they advanced through a prograde neuro catheter and the coil [device in question] was repositioned several times; the coil became stretched and then broke. The physician was able to retrieve the coil pieces using a goose neck snare, and another coil was successfully placed. The procedure was successfully completed and the pt's post procedure condition status was reported as fine.

Manufacturer narrative:
Additional k 001083. The root cause for this complaint cannot be determined definitively. The risk of stretching while maneuvering a detachable coil is noted in the dfu (directions for use) for the device in question: "due to the delicate nature of the gdc coils, ...., a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage." A possible contributory factor to coil breakage may be due to repositioning of the coil. The following is stated as a precaution in the dfu: "if coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break."